Event description:
A customer in the united states contacted biomérieux to report a (B)(6) cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-gp75 test kit. The ast-gp75 card also reported (B)(6), indicating the isolate to be (B)(6). Repeat test obtained the same results. Confirmatory testing via gene expert pcr indicated the strain to be (B)(6). In addition, the pbp2 test was (B)(6) and cefoxitin disc test was (B)(6). The customer stated they reported the pbp2 test result to the treating physician. The discrepant ast-gp75 result was not reported; therefore, no patient treatment decisions were made based on the ast-gp75 result. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in the united states contacted biomérieux to report a false negative cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-gp75 test kit. The ast-gp75 card also reported oxacillin susceptible, indicating the isolate to be mssa. Repeat test obtained the same results. An internal biomérieux investigation was performed. The customer's submitted strain was subcultured, identification confirmed as s. Aureus, and testing included vitek 2 ast-gp75 cards from the customer's lot and a random lot, agar dilution (ad) as the reference method for ox101n formulation for oxacillin on this card, cefoxitin disc diffusion as the reference method for oxsf01n, and pbp2a. Broth microdilution was also performed for additional information. Vitek 2 testing was performed with software v08.01. Results: 911609 (15162156): ox mic = 0.5 and oxsf negative results were obtained on all ast-gp75 cards tested. Ox ad mic = 0.25, bmd = 0.5. Cefoxitin disc diffusion was susceptible (24mm) with no evidence of microcolonies in the zone of inhibition, and pbp2 testing was positive for meca. Vitek ast-gp75 results are in agreement with the phenotypic reference results. This is an atypical (cryptic) strain with a low-level expression of methicillin resistance.